Event description:
It was reported that a malfunction alarm occurred. The customer did not have an alternate method of insulin therapy available. Multiple attempts were made by tandem technical support to confirm an alternative method of insulin therapy was obtained; however no response was received. There was no adverse impact to the customer¿s blood glucose level.